Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and the cpu need to be replaced. The customer declined repairs at this time.

Event description:
It was reported the operating system would not start (no boot). There was no patient injury or death reported.